Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle thought challenging tissue (thick or calcified) or hitting bone, however the part was not returned and the complaint cannot be verified.

Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The device was reported to have been discarded at the facility. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that the tip of the scorpion needle broke off while passing suture. It was confirmed via x-ray that the tip remains in the patient. Additional information obtained 7/13/2018: facility will not release a copy of the x-ray. Facility disposed of the needle at time of procedure.